Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.